Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had not been recognized. The field service engineer (fse) found that the cubie pocket inside the full height drawer 6 had not been recognized due to a liquid spill in the drawer. The issue was resolved by replacing the row tray. The repair was tested using the hardware test application, and the bus cable connections were checked. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie pocket was not recognized. However, there were no delays or adverse events or injuries reported based on this event.